Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the wear of the pins and locks of the video connector receiver due to the repeatedly use for a long-term use because more than 6 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the image displayed different colors. The procedure was completed with the subject device. (B)(4) checked the subject device and found that the video connector socket was worn and had loose connection to the videoscope which were caused the endoscopic image was lost intermittently and color bars was displayed. There was no report of patient injury associated with the event.